Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had a faint burning smell when plugged in and used. No troubleshooting taken. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.